Event description:
The complaint involves a patient that was included in a clinical study, however, the complaint product in this report was not the target of the clinical study. One year after the product in this report was implanted , during the follow-up period for the study, coronary angiography demonstrated focal restenosis of the proximally implanted cypher 3.0/28 mmn stent. This was one of the four stents implanted during the pci involving this product. The target lesion was the mid right coronary artery (rca). Ivus was conducted and the stent strut was not observed at both edges of the stenosed cypher stent. Because of this, stent fracture was suspected. There was a reported 75% stenosis in the cypher where the fracture occurred. The restenosis/stent fracture was treated with an additional cypher 3.5/18 mm stent at 20 atm by direct stenting with an unknown inflation time. The residual stenosis was 0%. The patient was discharged the next day in stable condition.